Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent. Contact did not specify if the cable was also unable to charge the pump. However, reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was in the 200s mg/dl.